Manufacturer narrative:
The stent dislodged from the palmaz genesis balloon. There were no reported patient injuries. The device was stored on the shelf in the cath lab. The device was stored, handled and prepped per the instructions for use (IFU). There was no damage to the device noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging. There were no kinks or other damages noted prior or after to inserting the product into the patient. The other devices used with the product did not kink or bend at any time. There were no kinks to any part of the device. There was nothing unusual noted about the stent delivery system prior to use. There was no unusual force used at any time during the procedure. There was an attempt made to recapture the stent. The stent came off the balloon and migrated past the lesion and was never deployed. The target lesion was the origin of left subclavian off aortic arch. The lesion was severely calcified. The vessel was eighty percent (80%) stenosed. The device was not used for chronic total occlusion (cto). The patient is doing fine. To complete the procedure the physician went in through the brachial artery and used another palmaz genesis to crush the dislodged genesis up against the subclavian artery. The product was not returned for analysis. A product history record (phr) review of lot 17735405 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged¿ and ¿stent inaccurate placement¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification and a rate of stenosis of 80% may have contributed to the reported event. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035 delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the stent dislodged from the palmaz genesis balloon. There were no reported patient injuries. The device was stored on the shelf in the cath lab. The device was stored, handled and prepped per the instructions for use (IFU). There was no damage to the device noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging. There were no kinks or other damages noted prior or after to inserting the product into the patient. The other devices used with the product did not kink or bend at any time. There were no kinks to any part of the device. There was nothing unusual noted about the stent delivery system prior to use. There was no unusual force used at anytime during the procedure. There was an attempt made to recapture the stent. The stent came off the balloon and migrated past the lesion and was never deployed. The target lesion was the origin of left subclavian off aortic arch. The lesion was severely calcified. The vessel was eighty percent stenosed. The device was not used for chronic total occlusion (cto). The patient is doing fine. To complete the procedure the physician went in through the brachial artery and used another palmaz genesis to crush the dislodged genesis up against the subclavian artery.